Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va207ew. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that they were getting up from a low toilet and it hurt when they did. The patient did not know if a wire came loose of if they pulled it out. It was stated that they had an increase in urgency with their voids and needing to go to the bathroom. The patient also mentioned that their voids were different that day, and they felt like they were not emptying their bladder. They stated that they were not feeling their stimulation and hadn¿t for some time, but they were assisted with increasing the stimulation to 6.3 where it was comfortable. It was recommended that they follow up with their healthcare provider with health concerns. No further patient complications are anticipated or expected as a result of this event.